Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
The patient reported repeat urinary tract infections that she attributed to the products as they were not sterile (noting the products were not labeled as sterile). She reported that she had experienced repeat urinary tract infections over the last two years, and that her physician had suggested this could be because her products were not sterile. She stated her physician reported some of the bacteria were only found in south america and it would be unusual for her to be in contact with it. Additionally, she stated she was primarily homebound due to her health issues and rarely received visitors. She reported repeat bouts of flank pain with cloudy urine, followed by bloody urine. She had been treated with both oral and IV antibiotics when she developed sepsis (approximately six months prior, around (B)(6) 2025). Her last uti was approximately six weeks prior and was treated with ciprofloxacin (dosage not provided). She also reported taking sulfamethoxazole and trimethoprim (bactrim) almost continuously for prevention (dosage not provided). The pain was severe enough that she was also treated with hydrocodone (dosage not provided). She reported that she did not connect to bedside drainage at night and stated that she never allowed the pouch to fill more than half full, waking several times during the night to empty it. Hand hygiene was reviewed, and she stated she used hand sanitizer; the importance of handwashing with soap and water was stressed due to her history. Prescription medications were provided, including amoxicillin, sulfamethoxazole and trimethoprim (bactrim), cefpodoxime, ciprofloxacin, and others not recalled (dosages not provided), and she could not recall any intravenous (IV) medications. The patient continued to use the product. No current medications prior to the event were provided. Education was provided that company did not manufacture sterile pouching systems, and she was encouraged to research whether other manufacturers could meet her needs, as no sterile urinary pouch options were identified with other company products as well. The importance of using bedside drainage at night was emphasized. Alternative samples were provided, but it was advised that these were also not sterile. The event resulted in bleeding (bright red blood in the pouch with cloudy urine), with no tissue damage (cno) and no skin irritation reported. No photo was available.